Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found foreign material in the suction cylinder, the connecting tube and the air/water channel. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was observed there was foreign material in the suction cylinder, the connecting tube and the air/water channel. There were no reports of patient involvement.